Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks. Boston scientific technical services (ts) reviewed data and verified anti-tachycardia pacing (atp) and shocks were delivered. Moreover, it was noted that the rhythm did not convert then therapy was exhausted and arrhythmia was spontaneously converted. The physician stated that the patient was in atrial fibrillation (af). Further review showed that likely there was a both af with rapid ventricular response (rvr) and true ventricular tachycardia (vt). Additional information was received verifying that the cause of therapy delivered was af w/ rvr and vt. This ICD was then reprogrammed. To date, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. There was no device anomalies noted upon visual inspection. Moreover, the device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Hence, the device met its specification for normal device operation.